Event description:
The patient was placed face down on the MRI table with the sense body coil and breast pad positioned underneath her. The patient was advised to alert the operators if she was in any discomfort. She was slowly moved into the MRI scanner bore. Once the patient was in position, she abruptly moved upward and notified the technician to remove her from the bore. After the examination 9 rib fractures (4 on right 5th, 6th, 7th and 8th and 5 on left 4th, 5th, 6th, 7th and 8th) were observed.

Manufacturer narrative:
(B)(4). (Conclusions): the patient was placed face down on the MRI table with sense body coil and breast pad positioned under her. According to the given information the patient panicked before the examination even started and lifted herself up abruptly from the coil pad. There was clearance between the patient and the bore. There was no malfunction of the MRI system. Users/operators are instructed through the instructions for use for correct patient positioning and cautioned that the patient may experience oppressive effects when moved into the scanner.